Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample consisted of one catheter of the product 36cm perm cath kit x5. A visual inspection was performed and a hole in the venous silicone extension tube was observed. The vertex equipment was used to capture the hole in the extension. A functional test (underwater test) was performed. The device was in use for one month. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is damaged or appears defective. Use caution with sharp instruments near the catheter. The catheter tubing can tear when subjected to excessive force or rough edges. The most probable root cause could be due to the catheter coming into contact with a sharp object or due to inappropriate use of sharp objects. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process leak inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection and a pressure test at the final

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was blood leakage on the venous silicone tubing branch. The catheter was pulled and replaced. The catheter has been in place for one month.